Event description:
Patient underwent cataract surgery on 07/23/97, and implantation of a staar model aq-2010v introcular lens. However, the doctor stated that after lens insertion he noticed that the posterior capsule was torn. The lens was removed and a vitrectomy was performed. Another staar three-piece lens was implanted.